Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. Reportedly, the customer attempted to load a cartridge when the piston was in the "up" position while customer was still connected to the site. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by Tandem Technical Support to follow-up with the customer on the reported issue, but no response was received; unable to confirm if the customer was able to successfully retract the piston and resume insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.